Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in to the interface board. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a power switch defect on the insulin pump. The pump will not work even with a new battery. The insulin pump will be repaired and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.